Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer failed the finger touch test for cursor misalignment during the software update. An electromagnetic interference (emi) repair was performed. The out-of-specification link electronic module (lem) printed circuit board (pcb) assembly was replaced. The hard drive was reconfigured, and the software was reloaded. Additionally, it was noted that the programmer failed the functional test for the left antenna, and the power cord bay door latches were broken. The left antenna was replaced. The programmer then passed all the final functional and system tests. No other anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch test for cursor misalignment during the software update. There was no patient involvement.